Event description:
It was reported that the ventilator had high exhaled tidal volumes which were much higher than the ventilator settings. Two different patients were tried with this ventilator. No patient harm reported.

Manufacturer narrative:
Received further information regarding both patient's who had experienced problems with the ventilator: patient #1 - female, (B)(6), diagnosis: sah; event date: (B)(6) 2014. Patient #2 - male, (B)(6); diagnosis: pneumonia and respiratory failure; event date: (B)(6) 2014. Both patients were properly sedated with no change in their o2 sats and no change in their chest rise.